Manufacturer narrative:
The device was not evaluated because bellafill is a single use device and the syringe was discarded by the injector after use. Manufacturing records were reviewed for lot used on day of the injection related to the reported issue (lot f161149) with no issues noted. Retained lot samples of lot f161149 were reviewed with no issues noted. The patient was injected off-label in the glabellar/forehead area by a nurse injector. The injector is aware of bellafill indications for use. The (B)(6), relayed that the patient is older and likely without sufficient collateral circulation in the first place. He also states this event was caused by a nursing/injector issue and insufficient knowledge of face anatomy. The product labeling warns injectors "bellafill® must not be implanted into blood vessels. Implantation of bellafill® into dermal vessels may cause vascular occlusion, infarction, or embolic phenomena." In addition, product labeling indicates "rare but serious adverse events associated with the intravascular injection of soft-tissue fillers in the face have been reported and include temporary or permanent vision impairment; blindness; cerebral ischemia; or cerebral hemorrhage, leading to stroke, skin necrosis, and damage to underlying facial structures. Immediately stop the injection if a patient exhibits any of the following symptoms, including changes in vision, signs of a stroke, blanching of the skin, or unusual pain during or shortly after the procedure. Patients should receive prompt medical attention and possibly evaluation by an appropriate health care practitioner specialist should an intravascular injection occur."

Event description:
Vascular occlusion of supertrochlear artery leading to necrosis locally at point of injection and systemically in the forehead area, after off-label bellafill injection in glabellar/forehead area, requiring treatment to prevent permanent damage. ~2 weeks prior to facility report to (B)(6) ((B)(6) 2017), an elderly patient (age unknown) was injected with bellafill dermal filler in the glabellar/forehead area. On the 1st day she had blanching, on the 2nd day - bruising, 3rd day - deeper bruising and ischemia, 4th day - dark bruising. On (B)(6) 2017, the injector, (B)(4), relayed that the patient was getting better little by little. They treated with hydrogen veil, keflex, hyperbaric oxygen therapy. They had also started hydrocortisone treatment 2%, but stopped and then started the patient on aquafor. Per injector, the patient typically bruises and bleeds a lot with minor procedures, so they thought it was the same. There was some pus for about a week and then it stopped. (B)(6) does not know if the patient would be getting better if there was no treatment. On (B)(6) 2017, the (B)(6), relayed that the patient is older and likely without sufficient collateral circulation in the first place. The vascular occlusion has led to necrosis. Along with the oather treatments described, the patient will also likely get full skin-sloughing due to the necrosis, and may need a skin graft. The patient may also need treatment for skin discoloration. He states this event was caused by a nursing/injector issue and insufficient knowledge of face anatomy.